Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cut-off urine standards (20 miu/ml), qc cut-off serum standards (10 miu/ml), and high hcg clinical urine samples (200.6-214.6 iu/ml). Results were read at 3 minutes for devices tested with urine samples and 5 minutes for devices tested with serum samples, and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Please note, false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the patient used an at home pregnancy test (brand not provided) and received a positive result. On another unspecified date, the patient was tested on the consult hcg urine/serum combo test and received a negative result. Confirmatory test (details not provided) was then performed and a positive result was obtained. Further information was requested, but no further information was provided.